Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had c-00. Technical support engineer (tse) guided site to power cycle the erbe. The site had already power cycled the erbe and replaced the cable and instrument but issue remained. Site had no backup electrosurgical unit (esu) and decided to swap the ultrasonic instrument to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received the following additional information: the ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system powered on initially with no errors. The representative was called for troubleshooting and it was successfully carried out. The customer used the harmonic ace instrument to continue with the procedure. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and the customer reported complaint was confirmed. A review of the logs found errors c-30 and c-34 confirming the issue occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The erbe was tested using a well known system and the unit displayed error c-34 on startup and c-30 when attempting to cauterize. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34 and c-30. This error indicates a voltage lower or higher than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.